Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the uncomfortable stimulation was unknown. It was unknown if any further actions/interventions were performed. It was noted that nothing was reported regarding the patient¿s issues/symptoms on a follow up visit on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient wanted to turn the stimulation down but the programmer was not working when used. The patient stated that the stimulation was uncomfortable, when they sat too long they felt a ¿twitching¿, and their leg was falling asleep. The patient was able to successfully decrease the stimulation from 2.0 to 1.9 on program 1. It was noted the patient had a follow up appointment with their healthcare professional (hcp) the monday or tuesday after thanksgiving. There were no further complications reported or anticipated.